Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported failure mode. It was noted that the cannula-accessory had a weld defect. The weld between the bowl and the tube was found to be cracked around the entire circumference. As a result, it is possible to have a separation between the bowl and the tube. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428072-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci hysterectomy procedure, the cannula was removed from the bowl that is connected to the instrument arm. There was no patient injury reported. The procedure was successfully completed.